Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that the ar-9620-20d 20mm drill did not connect to the reamer, the inner retention spring is broken. This was discovered during use in a procedure. The case was completed by opening another tray.